Event description:
It was reported that during the implant of the transcatheter bioprosthetic valve, a pre-dilation of the left femoral artery was perf ormed with a 16 fr non-medtronic dilator. The valve was deployed two times to 80% and the valve was not well expanded in the lao view with paravalvular leak (pvl). The valve was too shallow to perform a post-dilation. Complete heart block (chb) developed and was supported with pacing. A third deployment attempt to 80% was performed at a better depth to accommodate a post-dilation. The valve was still not well expanded with pvl noted. The wire was pulled back into the nose cone and waited a few minutes to see if the valve would self-expand further as no infold was observed. The valve was fully released at a depth of 4 mm on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp (lcc) using 2 cusp view and commissural alignment was obtained. No pvl and a mean gradient of 1 mmhg was noted. The valve expanded well upon release therefore no post dilation was required. A temporary pacemaker was inserted due to chb. It was reported that the patient was on 10 mg of bisoprolol and digoxin. Additional information was received that the valve was recaptured two times due to the expansion issue of valve constriction. The severity of pvl was moderate-severe at 80% deployment, but there was no pvl after full deployment. A permanent pacemaker was implanted for the chb four days following the valve implant.

Manufacturer narrative:
Image review: the pre-implant case report was provided for review. The aortic valve is trileaflet. Some calcification seen on aortic valve leaflets but challenging to see severity with image provided. Protruding calcium seen in annulus under the left coronary cusp (lcc) extending into the left ventricular outflow tract (lvot). Calcium under the non-coronary cusp (ncc) noted, but difficult to confirm with image provided. The annulus perimeter measures 75.4 mm with a perimeter derived diameter of 24 mm suggesting a 29 mm valve which was reportedly used. The mean sinus of valsalva (sov) diameters and all sinus and coronary heights are within recommended range. Calcification seen in proximal left coronary artery (lca). A slight bend noted in descending thoracic aorta. Aortic root angulation is 55°. Protruding calcium seen in left iliofemoral vessel. Possible left atrial appendage (laa) thrombus vs. Inadequate contrast filling noted. Two media files of the valve implantation were provided for review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that two deployment attempts were made and due to under expansion and shallow depth, a third attempt was made. On final deployment, the valve appeared to be under expanded and depth prior to final release appeared to be approximately 7mm on the left coronary cusp assessed in an lao view; depth on the non-coronary cusp cannot be accurately assessed in this view. If a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve using a new delivery catheter system (dcs). In this case, the valve was released with a plan to perform a post implant dilatation. Subsequently, the valve was released which resulted in further expansion of the valve without the need for a post dilatation. Final angiogram revealed a final depth of 4mm on the non-coronary cusp and no evidence of aortic regurgitation/paravalvular leak. It was reported that during the procedure, complete heart block was identified. As listed in the instructions for use (IFU): potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: conduction system disturbances (for example, atrioventricular node block, left-bundle branch block, asystole), which may require a permanent pacemaker. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the transcatheter bioprosthetic valve, a pre-dilation of the left femoral artery was perf ormed with a 16 fr non-medtronic dilator. The valve was deployed two times to 80% and the valve was not well expanded in the lao view with paravalvular leak (pvl). The valve was too shallow to perform a post-dilation. Complete heart block (chb) developed and was supported with pacing. A third deployment attempt to 80% was performed at a better depth to accommodate a post-dilation. The valve was still not well expanded with pvl noted. The wire was pulled back into the nose cone and waited a few minutes to see if the valve would self-expand further as no infold was observed. The valve was fully released at a depth of 4 mm on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp (lcc) using 2 cusp view and commissural alignment was obtained. No pvl and a mean gradient of 1 mmhg was noted. The valve expanded well upon release therefore no post dilation was required. A temporary pacemaker was inserted due to chb. It was reported that the patient was on 10 mg of bisoprolol and digoxin.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012914428); product type: 0195-heart valves; product ID d-evolutfx-2329 (lot: 0012986114); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.